Event description:
It was reported following the implant of an artificial urinary sphincter(aus), the physician attempted to activate the device, but was unable to achieve normal function. Following this attempt to activate the device, the patient experienced pain. The patient was managed with an antibiotic guided by indication of infectious disease. A cystoscopy was performed 10 days after treatment and during the cystoscopy, extrusion of the urethral cuff was evidenced, it was extruded inside the urethra. The aus was removed and a fistula in the bulbar urethra, infection, and extrusion were confirmed. The fistula was closed. The patient was stable and the event resolved.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue, pain, fistula, infection and extrusion could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Pain, infection, fistula and extrusion are documented as adverse events. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was chosen. Risk review and labeling review identified that the adverse events of mechanical issue, pain, fistula, infection and extrusion are known risks of the device. The allegations of mechanical issue, pain, fistula, infection and extrusion are unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to mechanical issue, pain, fistula, infection and extrusion, which include but are not limited to a device malfunction or defective components that could cause pain or other illness as infection or extrusion in the patient.

Event description:
It was reported following the implant of an artificial urinary sphincter(aus), the physician attempted to activate the device, but was unable to achieve normal function. Following this attempt to activate the device, the patient experienced pain. The patient was managed with an antibiotic guided by indication of infectious disease. A cystoscopy was performed 10 days after treatment and during the cystoscopy, extrusion of the urethral cuff was evidenced, it was extruded inside the urethra. The aus was removed and a fistula in the bulbar urethra, infection, and extrusion were confirmed. The fistula was closed. The patient was stable and the event resolved.

Event description:
It was reported following the implant of an artificial urinary sphincter(aus), the physician attempted to activate the device, but was unable to achieve normal function. Following this attempt to activate the device, the patient experienced pain. The aus was removed and a fistula in the bulbar urethra, infection, and extrusion were discovered. The fistula was closed. The patient was stable and the event resolved.